Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The information contained within this report does not alter previous investigation conclusion.

Manufacturer narrative:
Medical products - durasul ultracongruent tibial insert catalog # 627602711, lot # 60450357, stemmed tibial baseplate catalog # 630701240, lot # 60431984, natural-knee ii sinterlock porous coated femoral component catalog # 621200051, lot # 1586137. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-01310).

Event description:
It was reported patient underwent a revision procedure due to worn tibial insert and broken patella approximately ten (10) years post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative notes. Revision operative notes reported revision due to mechanical failure, broken patella and severe pain. During the procedure, significant damage to the polyethylene and broken patellar component were noted. Device history record (DHR) was reviewed and no discrepancies were found. Per the package insert prosthetic failures due to bending, fractures and mechanical failures are a known risk of this procedure. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.